Event description:
An endurant stent graft system was implanted for the emergent endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the stent graft that was available was slightly oversized; however, the physician decided to implant the stent graft and was satisfied with the result. There were no complications since the time of implant; however, the patient presented with leg claudication approximately two months post implant and it was found that the ipsilateral limb (right) was occluded. A catheter was placed and a drip with clot breaking drug was administered for three days. Thrombus was successfully removed and an assurant 10x6 bare metal stent was implanted in the ipsilateral limb. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: the over sizing was in the iliac artery.

Manufacturer narrative:
(B)(4). Results: occlusion. Pre-operatively ruptured aneurysm. Treatment of a patient with a pre-operatively ruptured aneurysm. Stent graft was oversized. Conclusion: occlusion. Pre-operatively ruptured aneurysm. Treatment of a patient with a pre-operatively ruptured aneurysm. Stent graft was oversized.